Event description:
On (B)(6) 2010, pt reported elevated blood glucose due to ongoing occlusions (e4) on infusion device. This has been ongoing over the past month. Target blood glucose is 80-120 mg/dl. Blood glucose was 331 mg/dl on the morning of (B)(6) 2010. Pt boluses through infusion device and syringe to correct elevated reading. All infusion sets that occluded were from the same box. Infusion set cannula has not been bent or kinked. Infusion device was not dropped or exposed to water or insulin ingress. No infusion site problems were reported. Adapter, insulin cartridge, and infusion sets were used according to manufacturer recommendation. Replacement product was sent. Infusion set in use was requested for evaluation. Following initial call, patient called back with another occlusion. This occurred when trying to bolus 6 units of insulin. After infusion set tubing was removed from infusion device, pt was able to prime insulin through the adapter without receiving another occlusion. Follow-up was completed after patient received replacement infusion sets. Pt was still experiencing elevated blood glucose but no further occlusions. Pt started injection therapy and blood glucose returned to normal range. The pt did not require assistance from a health care professional or second party to address the issue. Additional attempts to reach patient were not successful.